Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility and replaced the processor board of the pump control panel, the motor control board of the drive unit and the cable connecting the drive unit to the pump control panel. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that two error codes associated to a discrepancy between the set and the actual value of the rpms of the pump were displayed on a centrifugal pump console. There was no report of patient injury.